Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
"Customer reported the item is not glued properly". Based upon one previous serious injury reported with a similar device, found in a two year look back, there is the potential for harm to a pt.